Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act key was not sensitive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.